Event description:
It was reported that during a cementoplasty that involved stryker devices that the patient suffered an infection post procedure. It should be noted that there were no issues with any of the devices used. At the time of the procedure there were no patient issues reported. The patient was hospitalized in (B)(6) 2025 with a bacterial infection. We are trying to gather more information of what occurred during that time in the hospital.

Manufacturer narrative:
Upon further information provided, the device did not cause or contribute to the reported infection or post procedure pain. Based on this information, the event is not reportable.

Event description:
Based on our investigation, the patient was hospitalized due to infectious spondylodiscitis caused by cut bacterium acnes which is not attributed to our device. Additionally, no medical treatment during hospitalization was indicated and the patient experienced pain as a result. Based on this information, this event is not reportable as the device did not cause or contribute to the infection and there is no indication that further medical treatment was required.